Event description:
It was reported that the lead was intermittently t-wave oversensing after bi-ventricular pacing. The lead was reprogrammed and remains in use. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.